Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, while the patient was at the hospital waiting for her chemotherapy appointment, the patient felt lightheaded, her arm went numb and then passed out. At that time, the cgm displayed 65 mg/dl and no bg was checked. Someone from the chemotherapy team called 911 was called and when the paramedics arrived, they took a reading using a fingerstick, but the patient couldn't remember what it was. The patient is unable to recall any details of values, medication or treatments. The patient was taken to the emergency room (ER). The patient was unable to recall what her cgm and bgm readings. The nurse administered d5 (5%) dextrose solution) and pain medication for headaches. She had imaging and was diagnosed with transient ischemic attack. The patient was discharged from the hospital on (B)(6) 2025. There was no documentation of medical intervention. At the time of the report, the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. H2 type of follow up: correction/additional information. H6 codes: correction/additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, while the patient was at the hospital waiting for her chemotherapy appointment, the patient felt lightheaded, her arm went numb and then passed out. At that time, the cgm displayed 65 mg/dl and no bg was checked. Someone from the chemotherapy team called 911 and when the paramedics arrived, they took a reading using a fingerstick, but the patient couldn't recall what it was. The patient is unable to recall any details of values, medication or treatments during this time. The patient was taken to the emergency room (ER). The patient was unable to recall her cgm and bgm readings. The nurse administered d5(5% dextrose solution) and pain medication for headaches. She had imaging and was diagnosed with transient ischemic attack. The patient was discharged from the hospital on (B)(6) 2025. There was no documentation of medical intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional event or patient information is available.